Event description:
It was reported to boston scientific corporation that an obtryx system was used during a sling placement procedure performed on (B)(6) 2009. According to the complainant, during the procedure, there was more than usual blood loss. Post procedure, the patient presented with pain which was described as 5/100 on a visual analog scale.

Manufacturer narrative:
(B)(6). (B)(4).